Manufacturer narrative:
Device evaluation: additional evaluation of the device was performed by the manufacturing site and the following information was provided: the product was received in the original lens box. Within the lens box there was the dfu, patient ID card, implant notification card, a set of patient labels and an open inner pouch with an open lens case. The lens was stuck to the back side of the inner pouch on a piece of tape. No outer pouch was present. The condition of the inner pouch shows the product was prepared for use; the supplier sealing is compromised. Our investigation of the complaint regarding returned product is not able to confirm whether there was any compromise to the inner our outer sealed pouches as receipt of the returned product was only an open inner pouch and no outer pouch was returned with the product to review any potential seal integrity issues. Our processes require that both pouches are sealed and verified prior to sterilization when sealing the product, and post-sterilization during inspection for final carton and packaging. There is not further investigation information that can be provided from the returned product and our review of the sterilization and packaging process is sound. Sterility of the product is still guaranteed when either the inner or the outer pouch is compromised. The packaging material of both pouches is permeable for the sterilization gas, guaranteeing the content of both the inner and outer pouch is sterilized. The product is safe for use when one of the pouches in compromised. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.

Manufacturer narrative:
Date of event: unknown, not provided. If implanted; give date: n/a (not applicable). The intraocular lens was not implanted. If explanted; give date: n/a (not applicable). The intraocular lens was not implanted. Therefore, lens was not explanted. (B)(6). This report is being filed on an international product, intraocular lens (iol) model number zxr00v that has a similar product distributed in the united states, iol model no. Zxr00, which falls under PMA p980040. Device evaluation: the product was returned to the manufacturing site for evaluation. The product was inspected using a microscope with a 12x magnification. It could be seen that the lens was contaminated, dust particles were present. This is expected as the lens was transported from controlled environment during manufacturing to a non-sterile, non-environmental controlled area. No other anomalies were found. Manufacturing records review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. A search on complaints revealed that no similar complaints were received for this production order number. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions along with warnings for the proper use and handling of the device. As a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the inner pouch containing the intraocular lens model, zxr00v was received already open. Reportedly, the procedure was completed successfully using a back-up lens. There was no patient injury. No additional information was provided.